Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range shock impedance of greater than 125 ohms. Review of the data showed a gradual rise in shock impedance over the last year. Additionally, it was noted that there was low amplitude on both the non-boston scientific right atrial (ra) and left ventricular (lv) leads. The low amplitude on the atrial lead was believed to be due to chronic atrial fibrillation. The physician elected to reprogram the device to pace and sense in the ventricle only and to continue to monitor. This product remains in service. No adverse patient effects were reported.

Event description:
This report is being filed because the conclusion code has been updated based on trending analysis.